Event description:
It was reported that the pump the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. It was reported the pump was charging during each event. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.